Event description:
It was reported that the patient underwent a right partial knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to dislocation. The polyethylene liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." The following sections could not be completed with the limited information provided. Date implanted - unknown.